Event description:
Ous MDR - after an implantation period of 47 months a low rv sensing value was observed via home monitoring. During a follow up, oversensing was confirmed. The lead was explanted and returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt the lead was found cut 23.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation tool was still inserted in the distal fragment and about 1.5 cm of the fragments insulation was missing. The performance of the lead fragments was scrutinized. The analysis revealed multiple signs of wear along the lead fragments. In particular in the distal area the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation. The diagnostic images received for analysis were inspected. By comparison of the images from the time of implantation with the images after the clinical event, it is apparent that the positions of the atrial and rv leads have changed considerably over time, both leads exhibit a significantly increased amount of slack. The hereby changed motion pattern throughout the cardiac cycle and a possible interaction with the other implanted leads may have contributed to increased mechanical stress on the rv lead. Furthermore, damages originating from the extraction procedure were detected on the lead fragments. The analysis did not reveal any sign of a material or manufacturing problem.